Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Legal case - (B)(6). Initial left knee replacement: (B)(6) 2017 left revision total knee replacement: (B)(6) 2022 (5 years and 11 months post initial). Postop diagnosis: failed knee replacement, aseptic loosening femoral component, osteolysis. The patient presents with a painful and unstable left knee replacement. The patient was noted to have synovitis and premature polyethylene wear secondary to a recalled exactech liner from improper packaging. The patient has failed conservative management including activity modification and anti-inflammatory medications. All options were discussed in detail with the patient and she decided to proceed with revision left total knee replacement. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be some wear of the liner. While the x-ray did not show loosening, the femoral component was noted to be loose and it was easily removed. There was some fibrous tissue beneath it with some osteolysis. There was no evidence of infection grossly although multiple specimens were sent to pathology. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images or radiographs were not provided.